Event description:
For the 4.5 fr pediasat oximetry catheter kits, the physician has an impression that the outer diameter (od) of a dilator is slightly large for the od of 4.5 fr pediasat oximetry catheter. In previous cases, blood leaked from the gap between the catheter and skin after dilation of access vessel. Other than od mismatch between a dilator and a catheter, there was no abnormality or difficulty in devices reported. It is unknown how many cases there have been so far. Exact number of cases or details of individual cases could not be clarified. Exact model number in question was unknown; it was possible the issue occurred in both models, xt245sj and xt248sj. No case with severe complication due to blood loss or intervention including blood transfusion was reported.

Manufacturer narrative:
The device was not returned for evaluation. The allegation is against 2 models, xt245sj and xt248sj and the exact number of events is unknown. None of the devices are available for return. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.